Manufacturer narrative:
(B)(4). The pump alarmed pump error during motor rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement test due to pump error. The insulin pump was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack o backside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.